Manufacturer narrative:
(B)(4). Date of event: unknown. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ syringe had a small hole on the top of syringe barrel. The following information was provided by the initial reporter: ¿ there was a small hole in the top of the syringe barrel. ¿

Manufacturer narrative:
Corrected information: b.5. Describe event or problem: it was reported that a bd plastipak¿ syringe had a small hole on the top of syringe barrel. The following information was provided by the initial reporter: ¿ there was a small hole in the top of the syringe barrel. ¿ d.3. Medical device manufacturer: becton dickinson , franklin lakes, nj was change to becton dickinson, s.a., san agustin de guadalix. G.1. Manufacturing location: becton dickinson , franklin lakes, nj was change to becton dickinson, s.a., san agustin de guadalix. D.2. Medical device type: fmf was changed to n/a. G.5. PMA / 510(k)#: unknown was changed to n/a. Additional information: d.1. Medical device brand name: bd plastipak¿ syringe. D.4. Medical device lot #: 300629. D.4. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a bd plastipak¿ syringe had a small hole on the top of syringe barrel. The following information was provided by the initial reporter: ¿ there was a small hole in the top of the syringe barrel."

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality engineer for investigation. Through visual inspection, a molding defect was observed on the barrel and in the syringe thread. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. It was determined that due to a failure in the molding process, the polypropylene was not properly filled into the mold, resulting in an incomplete barrel.

Event description:
It was reported that a bd plastipak¿ syringe had a small hole on the top of syringe barrel. The following information was provided by the initial reporter: ¿ there was a small hole in the top of the syringe barrel. ¿